Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during the initial drain in peritoneal dialysis. The patient was connected at the time of the alarm. A patient line extension was used and there was a kink in the tubing during prime. The patient is not connected now but was at the time of the alarm. The patient reported that the patient line appeared kinked. The technical service representative explained the alarm and its cause. The technical service representative had the patient cycle the power on the homechoice to clear the alarm and advised to start over with all new cassette and bags. The technical service representative reviewed proper procedures with the patient. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.